Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.

Event description:
It was reported that during a low anterior resection procedure, co2 gas leak. Procedure was completed with same like product. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j90301, expiration date: 12/2016, manufacturing date: 01/2012. The analysis results found that the device (c) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # h92w4j, expiration date: 11/2016, manufacturing date: 12/2011.

Manufacturer narrative:
(B)(4).